Manufacturer narrative:
Correction: a1, g4. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery (bat323208) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving bat323208. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, one power disconnect alarm was recorded involving this battery. During the power disconnect alarm, the logs recorded a spurious safety alert word (saw) value for this battery. These observations are indicative of communication errors between the controller and the battery. The recorded power disconnect alarm is an additional observation not related to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation was opened to evaluate communication errors. Of note, the controller, con103637, in use during the event did not have the software master record (smr) upgrade. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there was a critical battery alarm. The patient was not able to determine which battery gave the alarm as it was resolved by the time they looked at the controller. They noted that both batteries were well charged per the battery gages. Preliminary review of log files identified which battery caused the alarm and the patient was notified not to use the battery. The battery was replaced. No patient complications have been reported as a result of this event.